Event description:
During a laparoscopic bladder neck suspension the ted12 balloon would not hold its shape after pumping up. There was no consequence to the pt. 5/2/97 add'l info received. Another ted12 was opened to complete the case.

Manufacturer narrative:
Facility experienced an event with your endopath tristar extraperitoneal dissector while performing a lap burch/usi. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972681. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition; good. Stopcock condition; good/closed. Functional tests & results: balloon inflation test; passed. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument's "balloon would not hold its shape after pumping (it) up" during surgery. The instrument was received in good physical condition. The instrument was examined and was found to conforming and within design specifications. The balloon was insufflated to capacity and no leakage occurred. The balloon was submersed in water and again no leakage was detected. It was concluded that the instrument was conforming. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.